Manufacturer narrative:
The device was returned due to advisory safety. As received, a device was received for analysis. Visual inspection and interrogation of the device did not identify any anomalies.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The pacemaker was explanted and replaced. The patient was in stable condition.